Event description:
It was reported the ICD and lead were explanted because of inappropriate therapy due to oversensing. No patient complication have been reported as a result of this event.

Event description:
It was reported that the ICD and lead were explanted because of inappropriate therapy, due to oversensing. No patient complication were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; distal segment returned and analyzed. The legal hold on this device was lifted, and the device was analyzed. No anomalies were found. Other text : it was reported that the ICD and lead were explanted because of inappropriate therapy due to oversensing. No patient complication were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination; device performed according to specifications; device evaluated and alleged failure could not be duplicated oversensing shock, inappropriate.